Event description:
During a coronary stent procedure of a pre dilated mid rca lesion, the physician was able to advance the delivery/stent device to the point where the distal marker band was just past the lesion, however, he was unable to fully advance to the target lesion. The guide catheter was deep throated for additional support, however, they were still unable to cross the lesion. While attempting to retract the delivery/stent device, it became caught on the guide catheter which had become "sucked" into an acute bend of the rca, and the stent dislodged. Attempts to retrieve with a snare were unsuccessful, and wire position was lost. A balloon was used to "crush" the undeployed stent against the artery wall and another stent was used to secure the undeployed stent. Pt status is listed as "okay".